Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2026. During the procedure, the cutting wire broke when making the sphincterotomy. A photo of the complaint device was provided and showed the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break imdrf device code a040601 captures the reportable event of cutting wire kinked block h11: investigation results the returned autotome rx 39 was analyzed, and a visual and media inspection provided by the customer found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break and wire kinked were confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot number, and a manufacturing review of the most probable lot number did not identify any anomalies or deviations that could have contributed to the event.